Event description:
During initial assessment of a returned homechoice device, a baxter technician identified a system error 2240 (air in set) alarm which occurred on (B)(6) 2010. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). The sample is not available and the lot number is unknown. Should additional information become available, a follow up MDR will be submitted.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) was identified during initial assessment of a returned hc device. Not enough data is available within the complaint to identify root cause. The batch review was not performed because the lot number is unknown. Label review was not performed no user error was suspected. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).